Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent strut rows 1 to 3 on the proximal end of stent appeared undamaged. The remainder of the stent struts were damaged and stretched in a distal direction, extending past the distal end of the tip. The undamaged section of the crimped stent od(outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident beneath the stretch stent indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. During preparation of a 4.00 x 20 synergy¿ drug-eluting stent, it was noted that the stent shifted forward. The device never entered the patient's body and the procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. During preparation of a 4.00 x 20 synergy¿ drug-eluting stent, it was noted that the stent shifted forward. The device never entered the patient's body and the procedure was completed with a non-bsc stent. No patient complications were reported.